Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having palpitations and chest discomfort. A possible lead fracture was suspected. It was also reported that the lead had oversensing, high rate episodes and rising thresholds. The lead setting was changed to unipolar and a lead removal was scheduled. No further patient complications have been reported as a result of this event.